Event description:
Patient reported that the patient was treated to the mid abdomen and bra roll areas with cool sculpting using a coolmax, coolfit allocator on (B)(6) 2016 and treated to the mid abdomen area using coolcore applicator on (B)(6) 2017. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the mid abdomen on (B)(6) 2020.

Manufacturer narrative:
Corrected data d1: brand name.

Manufacturer narrative:
H.9 continued: additional correction removal numbers: z-1350-2022, z-1347-2022. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Patient reported that the patient was treated to the mid abdomen and bra roll areas with cool sculpting using a coolmax, coolfit allocator on (B)(6) 2016 and treated to the mid abdomen area using coolcore applicator on (B)(6) 2017. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the mid abdomen on (B)(6) 2020.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Patient reported that the patient was treated to the mid abdomen and bra roll areas with cool sculpting using a coolmax, coolfit allocator on (B)(6) 2016 and treated to the mid abdomen area using coolcore applicator on (b2017. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the mid abdomen on (B)(6) 2020.

Event description:
Patient reported that the patient was treated to the mid abdomen and bra roll areas with cool sculpting using a coolmax, and coolfit applicators on (B)(6) 2016 and treated to the mid abdomen area using coolcore applicator on (B)(6) 2017 and to the lower abdomen, bra rolls on (B)(6) 2016 using coolsmooth pro applicator . Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the mid abdomen on (B)(6) 2020.

Manufacturer narrative:
Corrected data b5 - applicator name was updated to coolsmooth pro.